Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the glass cap and metal cap were detached; therefore, the reported event is confirmed. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including glass cap and metal cap detachments. According to the instruction for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis and the information available, the interaction between the user and device, likely caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that, it was noted the fiber worked well at the beginning of a photoselective vaporization of the prostate procedure. During the procedure, a message was displayed asking to clean the fiber. The surgeon did so but despite the cleaning, the fiber no longer worked. There was no patient outcome reported. Analysis of the returned fiber identified a detached glass and metal cap.